Event description:
It was reported to philips the ac power supply module was making an abnormal noise. There was no patient involvement. The device was evaluated by the customer with assistance from a philips call center representative and it was determined that the power supply needed to be replaced to return the device to working condition. A replacement power supply was ordered for the customer. The device remains with the customer.